Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure 82 years old and male. Date and name of the procedure (B)(6) 2019. The diagnosis and indication for the index surgical procedure? On (B)(6) 2019, the patient presented with "transient coma due to fall injury with multiple body pain for 1 hour,the admission principal was diagnosed with concussion, skin laceration of right occipital, right eyebrow arch, and the doctor performed debridement and sewing with silk suture on what tissue was the suture placed? Skin of right occipital, right eyebrow arch was the patient brought back to the operating room to have the suture removed? No, after cleaning the wound, sewed with silk suture, and the next day the patient reported discomfort at the suture . There is a small amount of exudate, after a doctor's examination, the wound is red and swollen with pus infection symptoms, immediately remove stitches to clean and disinfect the wound. Changed another lot suture to resew. Added amoxicillin to anti-infection, aescin sodium (patient's own) detumescence and analgesia. The patient did not reflect discomfort for the next few days. The wound healed well. Was re-suturing performed on the patient? Yes. Were any cultures performed? What are the results? Unk. Product code and lot number (lot 20181211 is not valid) unk. What is the patient¿s current status?the wound healed well.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of the procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture placed? Was the patient brought back to the operating room to have the suture removed? Was re-suturing performed on the patient? Were any cultures performed? What are the results? Product code and lot number (lot 20181211 is not valid). What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was reported that incision infection was occurred on a second day after skin stitch procedure. Stitches were removed and disinfected incision. Amoxicillin and sodium aescinate were given for treatment. Then patient condition changed better. Additional information has been requested.